Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had 8120 /pca plastics 2020-dom. There was no patient involvement.

Event description:
It was reported that the device had 8120 /pca plastics 2020-dom. There was no patient involvement.

Manufacturer narrative:
Correction to remove the initial report with MFR report # 2016493-2022-159231. After further review, it was determined that this event is not a reportable complaint and the MDR was submitted in error.